Event description:
During implant procedure pt received cataract lens, the physician noted after implantation that the lens had a white residue on it at the junction of haptic and lens. The lens was removed and sent to ocular pathology lab. The pt received a new lens during the same procedure and was discharged without further complications.